Event description:
It was reported by the patient that the band was implanted in (B)(4) and post implant care has been managed by a us surgeon. The surgeon was unable to withdraw fluid from the band. The patient reports, "I could not keep any food or water down. I was also in pain." As a result an emergency surgery was performed to remove the band and port due to a blockage. Surgery was at 8:00 p.m. And patient was discharged at 1:00 p.m. The next day. Patient is currently okay. The patient has the band and will not be returning it to the manufacturer for device evaluation.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Patient has device/will not return additional information provided to patient from the surgeon as follows, "the band was slipped". It was severe in that it caused a complete obstruction. It is routine to fold the stomach over the band (called a fundoplication) to reduce the likelihood of a slip. Even with a properly conducted fundoplication it can still slip. Dr. (B)(6) had done this and all the stitches were intact. There was no damage to the stomach. The procedure was more difficult than anticipated because the buckle of the band was rotated behind the stomach. This most likely occurred after the slip because I don't think it could have been fastened in this position. This made it impossible to unbuckle without cutting the band, and even with the newer bands that make it easier to unbuckle, I would not see this coming apart intact easily. The band did not appear damaged. However, I am confused as to why I could only withdraw 1cc of fluid from the band. According to your last fill record there should have been at least 5cc in the band. I double checked to make sure we were in the port while in the office, and I am pretty sure it was completely un-filled. At the time of surgery I did not see any more fluid come out of the band. After I got the port out I tested it for leaks and the port and tubing connection were intact. This will probably remain a mystery, but in any case I can't see how it is related to the slip. An over-filled band can potentiate a slip, but not an under-filled band."